Event description:
It was reported the stent was difficult to position. A 6mm x 120mm x 130cm eluvia self-expanding stent was selected for use. The 70% stenosed target lesion was located in the moderately calcified superficial femoral artery (sfa) and a contralateral approached was used to deliver the stent delivery system to the lesion. The safety lock was removed from the stent delivery handle after positioning the delivery system to the lesion. During deployment, the stent jumped approximately 0.5mm to 1.0mm while the guidewire and catheter remained straight. The stent length was long enough to cover the lesion despite the stent jumping. The procedure was completed with this device. There were no patient complications.